Event description:
Info provided to MFR via device return form. "Pump was stopped for a few weeks. After restarting the pump, the pt's pain was not controlled. At the second refill there were 18 cc of drug still in pump - programmed purge bolus in operating room - no droplet formed at the tip." Suspect pump failure - rotor stall. Pump replaced.